Manufacturer narrative:
Correction: d6a and d6b - implant and explant dates missing in initial report.

Event description:
Related manufacturer reference number: 2017865-2021-35330, related manufacturer reference number: 2017865-2021-35333, related manufacturer reference number: 2017865-2021-35334. It was reported a patient presented with an unknown bacterial infection. The system was explanted in a procedure on (B)(6) 2021. Post-procedure the patient was stable.